Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found distal stent damage. Stent struts at its distal end were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. A visual and microscopic examination of the bumper tip showed that the tip was damaged. A visual and tactile examination of the hypotube found multiple kinking along the length of the hypotube. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jun2021. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 3.00 x 24 mm synergy stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.